Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Both 2.0mm cann. Quick release driver tips (part number ht-1120, batch numbers 501059 and 549869) were returned for evaluation. The returned drivers were examined with magnified photography. Driver 1 (batch number 501059) had broken in/adjacent-to the 45° region which tapers down from the main body/shaft of the driver to the hex drive feature. This breakage resulted in a facture face that appeared perpendicular to the device axis with no off-axis component or other irregularities. There are no visible striations, marker bands, progression marks, or beach marks (i.e. No signs of fatigue failure). There are no visible signs of necking (i.e. No signs of ductile failure). The fracture face appeared largely flat with light texturing. The hex drive feature on the broken-off driver tip had also been twisted out-of-shape about the axis of the hex drive feature. Driver 2 (batch number 549869) had broken in/adjacent-to the 45° region which tapered down from the main body/shaft of the driver to the hex drive feature; this breakage continued onwards into the main hex drive feature portion of the device as well. This breakage had resulted in a highly irregular/segmented series of facture faces, most of which appeared to be oblique/angled to the device axis. There are no visible striations, marker bands, progression marks, or beach marks (i.e. No signs of fatigue failure). There are no visible signs of necking (i.e. No signs of ductile failure). The fractured faces appear lightly textured and meet at jagged edges. The hex drive featured on both the main shaft and the broken-off driver tip had also been twisted out-of-shape about the axis of the hex drive feature; the drive feature on the broken-off driver tip also had a small crack through one edge of the drive feature. Observations on visual appearances of both devices indicated failure occurred in a non-fatigue, non-ductile manner; this potentially suggested a brittle failure mode. Brittle failure occurs in situations where large torques/loads are applied to devices. Loading in torsion is corroborated by both drivers exhibiting severe torsional deformation (i.e. Twisting) to the hex drive feature, which has misshapen the edges/lobes of this hexagonal drive. Brittle failure under pure torsion results in a fracture plane perpendicular to the device axis (similar to what was seen in driver 1). When devices experience any amount of off-axis loading, it may result in a fracture plane that is angled off-axis (i.e. Obliquely to the device axis); this results in a more complex fracture mode with multiple fracture planes at irregular angles (similar to what was seen in driver 2). However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine removal surgery two 2.0mm cann. Quick release driver tips (part number ht-1120, batch numbers 501059 and 549869) broke. It was confirmed both driver tips were retrieved and returned along with the drivers. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00542 and 3025141-2023-00544 for the other driver and the screw involved in this event.